Event description:
It was reported that this right ventricular (rv) shock lead had reached high out of range shock impedances. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) shock lead had reached high out of range shock impedances. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and this rv lead was surgically abandoned and replaced. Material allergy was suspected. No additional adverse patient effects were reported.